Event description:
The customer reported to olympus that the screen was black and could not be displayed. Scope communication error displayed on the evis lucera elite bronchovideoscope. The issue was found during preparation before use inspection for an unspecified procedure. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found no image, the screen was pitch black. Due to corrosion on endoscope connector, b30(scope communication error) occurred. Additionally, the connecting tube had coating peeling. (1mm2 or more). The adhesive on the bending section cover had a chip. The control unit, suction connector, and scope cover unit were sticky due to water leakage. Due to wear of the angle wire, bending angle in up direction did not meet the standard value. The connecting tube had a dent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned, and an evaluation was completed. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely the failure of the image sensor unit, the circuit board inside the video connector, or a malfunction on the system side caused the b30 error to occur. In addition, it is also likely that due to external factors of handling, the insertion tube coating peeled off. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿important information ¿ please read before use ¦precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. 3.8 "inspection of the endoscopic system" ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. 5.1 "troubleshooting" if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair.¿ also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity.¿ the following information is stated in the instructions for use (IFU): 3.3 ¿inspection of the endoscope¿ 4. ¿inspect the external surface of the entire insertion section, including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects.¿ olympus will continue to monitor field performance for this device.